Event description:
Patient developed symptoms of hypersensitivity approximately 2 weeks after collagen injections. Event is being reported in good faith based on information from reporter that symptoms have not resolved more than two years after onset.